Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the white tip of the device detached and fell into the patient. The piece was retrieved at the end of the procedure with no additional dissection required. The device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: the actual device with the cannula cap detached from the cannula tabs was returned for evaluation. Upon evaluation, the prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface. The device did not work properly because the prongs of insertion fork were not designed to hit on hard surfaces, then when accidentally this happen the internal components in cannula spindle cannot slide properly. Cap fell off because bending damage on the fork.